Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing chronic diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed on multiple occasions and subsequently programmed off. No further patient complications have been reported as a result of this event.